Manufacturer narrative:
The console was repaired in the field on august 28, 2018: the laser was checked on settings 1 w=0.49 w, 5 w=2.78 w, 8 w=4.32 w. The internal power was checked. Calibration was verified. Lamp hours 1.5 and system hours 862.5 were observed. Arc lamp was installed by trace services. The coupler window was removed and inspected. Coupler window was pitted and signs of overheating were observed. Installed and aligned coupler window. The aim beam was noted to be round and not cloudy. The laser was tested and verified to meet manufacturer¿s specifications. The laser was checked in customer mode and no problems were noted. The laser is ready for customer use.

Event description:
It was reported that in the middle of a surgical procedure, the aura console was not working and did not show an error message on the display. The laser was rebooted several times, the foot pedal was unplugged, but the automatic eye protection filter (aepf) was still not working. Reportedly, the fiber was replaced and the error message "device port overheat" was noted on the display. The case was not completed due to this event. Patient outcome: no injury to the patient was reported.